Event description:
Several positive advia centaur troponin ultra patient results were reported to the physician. The customer ran the patient samples on a different system using the same reagent lot and they obtained different results. A corrected report was sent to the physician. One patient was admitted to the hospital, due to the falsely elevated troponin ultra result. Patient treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
Analysis of the instrument date indicate that the cause for the discordant troponin ultra result is unk. No further evaluation of the device is required.